Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The si fse replaced the patient side manipulator (psm)2 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the psm and performed the failure analysis. Per engineering, this psm was mistakenly replaced and considered a wrong part sent back, due to the issue reported in the field being found on the instrument and not a psm. The psm was installed onto the failure analysis system and started up in normal mode without triggering any errors or faults. The psm was tested for engagement and driven around, and the psm functioned as expected with no issues. The psm was then installed onto fa's patient side cart fixture test platform (pftp) and passed all failure analysis testing. No parts will be replaced to address the reported problem. The psm passed multiple tests. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) from off-site to report a non-intuitive movement on the patient side manipulator (psm) 2 that occurred in a case the day before. The isi csr was not in the case, but the surgeon sent her a message with the issue. The surgeon reported a fenestrated bipolar instrument while in use, jerked off the screen. The customer tried a second instrument and the same issue occurred again. The isi tse was unable to see logs since the system was not connected. The procedure was completed with no reported injury.